Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's husband mentioned she is in (B)(6) and needs replace infusion sets and reservoirs. Husband was advised nothing can be done since customer or pump is not with him. Customer husband was advised to resort to back up per professionals recommendation.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.